Event description:
An optometrist reported a female patient experienced deep, white subepithelial corneal infiltrates with corneal lesions (not corneal ulcers) following the use of complete moistureplus with her acuvue oaysis contact lenses. The patient presented with painful, burning eyes, photophobia and a little hyperemia. There was no discharge, no staining and visual acuity was not affected. The lesions were primarily in the peripheral cornea. The patient was treated with vigamox (moxifloxacin) and the events resolved. The patient was described as clean and compliant, disposing of her contact lenses twice monthly. She had used complete moistureplus since spring or summer. The event was evaluated as moderate in severity, probably related to the use of complete moistureplus and required treatment to preclude permanent injury. The complaint unit was not returned. Chemistry, batch review and microbiological testing of the retained unit were all within product specifications.